Manufacturer narrative:
(B)(4).

Event description:
It was reported that a one day after this right atrial (ra) lead was implanted, there were observations of p-waves that had diminished to 0.5mv that were being undersensed and no atrial capture. It was noted that an x-ray was performed that showed the lead still in place, however the slack had pulled back. An additional procedure was performed that same day where the lead was successfully repositioned. No additional adverse patient effects were reported.